Event description:
The customer reported a malfunction alarm on the pump, identified as malf 12. It was unknown whether the issue caused the customer¿s blood glucose level to exceed a specific threshold, as the caller declined to answer. Technical support provided instructions for resetting the pump, assisted the caller with the reset, and confirmed that the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue reoccurred.